Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that intermitted output issue was noted during the unrelated to the device issue explant. Inhibition with cautery was revealed. No other symptoms were reported.